Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked below the grip pad. A leak was observed where the crack was located in a leak test. Moisture corrosion was observed in the battery compartment. The pump failed to power up and the evaluation was unable to complete the remained testing. The pump was opened and no additional moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture corrosion was observed in the battery compartment. The reporter stated that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.